Event description:
The surgeon inserted a single piece silicone intraocular lens model aa4203tl into the eye and the haptic was torn. The surgeon removed the lens without enlarging the incision, replaced it with another lens. No pt injury.